Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. During the procedure it was mentioned that when attempt was made to insert the wire into the versacross dilator, the insulation of the proximal end of the wire was noted broken and buckled. Therefore, it was not possible to insert the wire into the dilator. Thus, the wire was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.